Event description:
It was reported, that a biolox delta head, 12/14, 36 x -3.5 was implanted on (B)(6) 2014 on the right hip. The pt underwent a revision surgery on (B)(6) 2015 due to unk reasons. The same pt is treated in (B)(4).

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended med device report will be submitted. (B)(4).